Event description:
It was reported that a malfunction alarm. There was no reported information about any adverse impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump was provided.